Event description:
Additional information reported indicated that the date of onset of the reported event was in 2006. Revision of connecting wires was done as an intervention. There was "a removal of epidural electrodes x2 and a connecting of wires." Patient outcome was reported as "good."

Event description:
It was reported the wires were frayed and they had to have them replaced in the past.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_ext, serial # unknown, product type extension. (B)(4).